Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of mechanical loss of fixation precipitated by forces while playing golf, leading to aseptic (non-infected) loosening. Contributions from initial fixation, bone quality, or osteolysis to the stem loosening cannot be determined from the information provided.

Manufacturer narrative:
Pending evaluation . Concomitant medical device(s): 320-10-00, (B)(4)- equinoxe reverse tray adapter plate tray +0. 320-46-00, (B)(4) - quinoxe reverse 46mm humeral liner +0. 320-01-46, (B)(4) - equinoxe reverse 46mm glenosphere. 320-20-00, (B)(4) - eq reverse torque defining screw kit.

Event description:
As reported, approximately 9 mos. Postop the initial l tsa and 8mm short stem that was implanted in this (B)(6) y/o patient, came loose. The surgeon thinks the patient's stem became loose when he started playing golf. We replaced the short stem with a standard size stem and a lateralized glenosphere. Patient was last known to be in stable condition following the event. Device is not returning due to facility policy.